Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information received indicated that post-paced t-wave oversensing occurred on the device. The device was reprogrammed to temporarily resolve the event until replacement.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of myopotential oversensing, noise resulting in oversensing, loss of capture, and low pacing impedance were noted on the device. Lead damage is suspected to be the cause of the event. Revision is anticipated. The patient was stable.